Event description:
The hand controller was plugged into the med rad injector and when the button on the screen to "arm" the system didn't work, an error message read unable to detect hand controller. The controller was unplugged and plugged back in but still not recognized. So, a new controller was used and worked fine. The new controller was from a different lot number (173505).